Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 427 mg/dl at time of event. The customer was treated with manual injection and injection. The customer reported pump was not working correctly and stated that they had been receiving no delivery. The customer was assisted in performing a 5.0 unit fixed prime. Customer stated that the insulin exited. Customer reported that event was resolved by changing complete set (infusion set and reservoir). The customer was advised to change the set. The insulin pump will not be returned for analysis.